Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was not returned. The initial report stated the device was discarded. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial ball seal broke, all pieces retrieved and thrown away at hospital.